Event description:
A family member reported that the keypad buttons are unresponsive. She stated that there is a slit near the audio bolus button, and moisture behind the display screen. The family member stated that the patient wears the pump on his belt and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2011 with the following findings: investigators were unable to appropriately test the pump, as the pump would not power on. There was evidence of moisture on all internal parts of the pump and behind the display lens. Evaluation revealed that the audio bolus button is not seated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.